Event description:
It was reported that the patient underwent an unspecified surgical procedure in which a probe was used to feel the hole created in the left ilium for placement of screws. When the probe was removed the tip was missing and had apparently broken off inside the screw hole. The surgeon assessed that there was no way of retrieving the broken tip and no chance of migration or risk to patient. The broken tip was left in situ.

Manufacturer narrative:
The ball tip is broken at the junction with the shaft. The broken has not been retrieved. Near the breakage, the shaft tip is bent laterally. No defect has been identified at the level of the breakage. The breakage is consistent with the application of local bending force. Such local bending forces is consistent with the tip of the instrument has been embedded in a solid material-some bone- and bent laterally multiple times until damaging the metal until breakage.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.